Event description:
The following issue was discovered via a published individual case report by the mitek safety officer: individual case reports (complications). Author: lee et al (2011) south korea. Reference: lee kb, song sy, paik sh, shin wh. Delayed intra-articular migration of the intrafix outer sheath after anterior cruciate ligament reconstruction: a case report. Knee. 2011 oct;18(5):347-9. Address: department of orthopedic surgery, hangang sacred heart hospital, hallym university college of medicine, 94-200, youngdungpo-dong, youngdungpo-gu, 150-719, seoul, south korea. Tel.: +82 2 2639 5300; fax: +82 2 2677 0336. E-mail address: superdrsys@hotmail.com (s.y. Song). Patient characteristics: age: (B)(6). Gender: female. Type of lesion: acl tear, meniscus tear. Perioperative complications: joint: knee. Anchor (# per lesion): rigidfix bioabsorbable pins (2), non-absorbable intrafix and stapple (tibia). Suture: other devices: technique: acl reconstruction (tibialis allograft), partial menisectomy. Surgical complications: none. Anesthesia complications: - device complications: none. Other complications: none. Time complication: 5 mo. F/u time: 12 mo. Loose device: migration of outer sheath of tibial screw into joint, sudden catching sensation and slight pain with swelling, mild effusion. Broken suture: - tissue damage: reactive synovitis, 10% of graft damaged, small portion of acl graft disruption (10%). Imaging studies: x-ray: no tunnel enlargement. Reoperation (related/unrelated): not related to rigidfix: fluid joint aspiration (60 cm3), arthroscopy to remove loose device, inner conical screw (tibial tunnel). Objective outcomes: - functional outcomes: - subjective outcomes: - patient satisfaction.

Manufacturer narrative:
This report is being file to capture a historical event captured by our medical safety officer from a publishing. The issue relates to a knee repair on a (B)(6) female with the use of an intrafix screw for tibial fixation which migrated. The report goes on to explain the subsequent complications, test, re-surgery and therapies. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The following issue was discovered via a published individual case report by the mitek safety officer: individual case reports (complications). (B)(6). Patient characteristics: age: (B)(6), gender: female, type of lesion: acl tear, meniscus tear. Perioperative complications: joint: knee, anchor (# per lesion): rigidfix bioabsorbable pins (2), non-absorbable intrafix and stapple (tibia), technique: acl reconstruction (tibialis allograft), partial menisectomy. Surgical complications: none, device complications: none, other complications: none. Time complication: 5 mo. F/u time: 12 mo. Loose device: migration of outer sheath of tibial screw into joint, sudden catching sensation and slight pain with swelling, mild effusion tissue damage: reactive synovitis, 10% of graft damaged, small portion of acl graft disruption (10%). Imaging studies: x-ray: no tunnel enlargement reoperation (related/unrelated): not related to rigidfix: fluid joint aspiration (60 cm3), arthroscopy to remove loose device, inner conical screw (tibial tunnel). -

Manufacturer narrative:
This report is being file to capture a historical event captured by our medical safety officer from a publishing. The issue relates to a labral repair on a (B)(6) yo male with the use of lupine anchors for fixation. The report goes on to explain the subsequent complications, test, re-surgery and therapies. The report also states that user error and small patient size were the root causes of the problem. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.